Event description:
Event description guidant received information that this device failed final pack tests. However, the device is still in its packaging and has not been used during an implant procedure. The device has been returned for analysis.